Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated lower abdomen on (B)(6) 2022 with coolsculpting cooladvantage plus coolcore developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Correction to g3 of supplemental emdr (emdr-09976): 07/19/2023.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen side flanks on (B)(6) 2022 and treated the abdomen on (B)(6) 2023 coolsculpting cooladvantage plus coolcore and developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Additional information on patient and complaint details: b5 description, b4 - report date, a2 - age at time of event, a2 - dob, and concomitant product (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculping to the lower abdomen side flanks on (B)(6) 2022 and treated the abdomen on (B)(6) 2023 coolsculpting cooladvantage plus coolcore and developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/19/2023. Clarification to b3 partial date of event: "1 month" post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2022 and (B)(6) 2023 with the cooladvantage plus coolcore system applicator who later developed paradoxical hyperplasia (ph) post treatment.